Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type catheter. Analysis of the pump found no anomalies. Analysis of the catheter found coring/tearing/cuts in the cup of the sutureless connector (sc) consistent with the tip of the connector on the pump. Leaking was seen at the connector during pressure testing that met leak criteria per (B)(4). A user-related hole was identified on the catheter body. Result code and conclusion code no longer apply. Result codes apply to the pump, while other result codes apply to the catheter, as well as the additional result code. Conclusion code applies to the pump, while other conclusion codes apply to the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen with concentration 4,000 mcg/ml at a dose rate of 678.6 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s pump area was infected. The patient had an increased white bloodcell (wbc) count. The pump was explanted. It was indicated that the pump would not be replaced in the future. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being unknown. It was unknown if the issue was resolved at the time of the report. The drug lot number of baclofen administered via the pump could not be obtained. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight at the time of the event and their medical history was unknown. It was noted that he hcp had no further information regarding the event. The pump was later returned to the manufacturer for analysis. It was reported that the patient was without injury and had recovered without sequela. The pump was returned to the manufacturer for analysis. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Correction: updated to reflect that both an adverse event and a product problem were reported. If information is provided in the future, a supplemental report will be issued.